Event description:
Related report reference number: 2017865-2025-14766; 2017865-2025-14767. It was reported that patient presented for scheduled procedure. During procedure, it was noted that left ventricular (lv) lead exhibited failure to capture. The lead was ultimately not used. Patient condition was stable.